Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a follow-up. Episodes of sustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular channel via review of stored egm. Programming changes were made.